Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument snapped. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument issue occurred while inside the patient when the surgeon was attempting to clip the cystic duct.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Additional findings not related to customer reported complaint: the instrument was found to have a dislodged flush tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to broken grip cable.